Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had watchdog timeout alarm. The blood glucose level of the customer was unknown. Customer was unable to clear the alarm. The black screen did not disappear and the display did not return. Customer was unable to perform the self test as well as displacement test for the insulin pump. The insulin pump will not return for analysis.